Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/3.25 mm balloon ruptured at three atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a zeon introducer sheath for vascular access, a mach 1 guide catheter and a runthrough guide wire to corss the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.